Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an unspecified error message and could not be used. This was further clarified by a philips field service engineer (fse ) as the device cannot boot up, with a configuration lost message. There was no reported patient involvement.